Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a refrigerator door failure occurred. The device was not detected on the bus, however, the fridge failed and was not allowing nurses to access any refrigerator medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager intermittently fails stating not detected on bus. A field service engineer found that the connections to the microswitch sensors were contaminated. Replaced the latch. During post replacement testing, intermittent issues persisted with the latch reporting as 'open' despite being in the closed position. Further troubleshooting determined that the wiring harness was faulty. Replaced the wiring harness to resolve the issue. The system functioned as intended after the field service engineer repaired the device.